Manufacturer narrative:
The customer¿s report of a leak was confirmed. The leak originated from a crack found on the female luer wall. Visual inspection confirmed no evidence of tool marks. The cause of the leak was a crack on the female luer. The probable cause of the crack is a combination of material degradation during the supplier process and manufacturing factors.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while IV antibiotics were infusing via a syringe pump, there was a leak coming from the syringe. Upon examination it was noted that the "yellow hub" of the micro tubing was cracked and medication was leaking. Approximately 3ml of medication was lost prior to the discovery. There is no report of patient harm.

Manufacturer narrative:
Correction: omit health professional from report source on initial report.